Event description:
A medtronic ent representative reported that the site monitor went black. The system needed to be restarted for the display to come back. No patient harm reported.

Manufacturer narrative:
Patient information was not available at the time of this report. System evaluation not completed at this time.